Event description:
A report was received stating the user experienced difficulty passing a normal size suction catheter through his custom sized tracheal tube. The tracheal tube was removed and replaced with a similar device. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(4). The referenced device was not received for evaluation. A device history review was performed for the reported lot. All quilaty requirements were found to be effective. In the event that a sample is received an evaluation of the device will be conducted and a supplemental report will be issued.

Manufacturer narrative:
(B)(4).